Event description:
It was reported that there was an electrode impedance issue. There were low impedances of less than 50 ohms on electrodes 13 to 15. Actions required as a result of the event was reprogramming. The diagnostic testing or troubleshooting performed was impedance testing and reprogramming. If there was a product issue the issue was resolved and the cause was not determined. The manufacturer representative was not sure which lead was the one causing the impedance issue. Patient status at the time of the report was alive, no injury. There were no patient symptoms or complications associated with the event. The rep was able to reprogram around the impedances and the patient was getting therapy.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4),, product type: programmer, patient. (B)(4).